Event description:
Healthcare professional reported after injection to the dark circles with juvederm voluma with lidocaine pt developed "late oedema" to the left and right infra orbital. Pt was treated with prednisolone and hyaluronidase and symptoms resolved after one week.

Manufacturer narrative:
Med watch sent to FDA on (B)(4) 2015. Further info from this reporter regarding event, prod or pt details has been requested. No add' info is available at this time. The event edema is a physiological complication is analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary . The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endo toxins, bioburden) are registered as conforming to the spec. The sterilization cycle is registered as conforming.